Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella 5.5 support. After explant the patient had a ischemic arm and the clot moved down the patient's arm. The patient remained stable and survived.

Manufacturer narrative:
The investigation for the reported limb ischemia, thrombosis, and stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia, thrombosis, and stroke could not be determined.